Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Due to the risk of infection for this patient, this lead was explanted. There were no additional adverse effects reported.

Event description:
Additional information was provided that the system was tested for infection and blood cultures were negative,ruling out an infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.